Event description:
During open treatment of left femur nonunion with exchange nailing of the left femur, the surgeon was using a bone reduction clamp. One of the tips of the bone clamp broke off. The broken piece was recovered and there was no untoward effect on the patient. Surgery took place on (B)(6) 2016, procedure done was a orif to the left femur to repair. Reason for use: left femur nonunion.